Manufacturer narrative:
Cst noted, the customer reported, the aligners had cut into her cheeks. Per the aligner therapy, us FDA MDR guidance doc no: (B)(4). Cutting,this record has been deemed reportable, as the device caused or may have caused and /or contributed to an injury to the end user.

Event description:
It was report, that the customer reached out alleging, that step 3 aligners were cutting her cheeks. And she was experiencing some soreness, that she was not used to. The photos showed, the aligners to be fitting well. But also, looked to be tight fitting. A scalloping template and warm water tip was provided to the patient. Advising her general sensitivity is normal. The patient was asked, to send a photo of where the aligners are cutting her tongue as best as she can, so a representative can assist her with tips for comfort. The stereolithography (stl's) have distortions present elongated gingival margins, that can contribute to the discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.